Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported experiencing blood glucose readings that are higher than normal for the past week. Her blood glucose has been as elevated as 400 mg/dl. Her normal blood glucose level is below 225 mg/dl. When her blood glucose is elevated her joints ache and she is very thirsty. She stated that she attempted to lower her blood glucose by bolusing, but her readings increased. She confirmed that her basal rates and time and date were programmed correctly and the bolus history was correct. Troubleshooting did not reveal and product issues. She stated that she was under stress and she began taking new medication. She stated that she would change the insulin cartridge, infusion site and tubing. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a health care professional or second party to address the issue, no product was requested to be returned for evaluation.